Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: exact date unknown. Incident occurred in (B)(6) 2020. If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device; therefore, not explanted. First name: unknown/not provided. Phone: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the initial report the product is not available for investigation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no other complaints for this production order number have been received. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two cartridges (same model, but each one from a different lot number), caused a line of glistening dots on the iol (intraocular lens) which were not easy to remove in the eye. The incidents were reported to have occurred in (B)(6) 2020, however information was not provided as to which cartridge lot number corresponds to which date. Issue was identified right after implantation of the iols. No interventions were necessary or are planned, no delay, and there was no negative patient impact. No further details are available, and material was not kept. No additional information was provided. A separate report is being submitted for each reported lot number.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.